Event description:
Patient fell out of hospital bed and landed on the floor. He sustained a right hip fracture. Patient was discharged for further treatment. Delay in obtaining required equipment information from the facility. Multiple attempts made, including have the rep go to facility multiple times in an attempt to obtain the information. Facility resistant to provide information. Rep was only able to obtain model number and serial number of hospital bed. Incident will be reported to FDA only as manufacturer is unknown.